Event description:
It was reported that a patient experienced peritonitis manifested by abdominal pain coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. On the same day as onset, the patient was hospitalized for the event. On the same day, the patient began treatment for the peritonitis with vancomycin and ceftazidime (intraperitoneally, dose and frequency not reported) and at the time of this report, the treatment was ongoing. Automated pd therapy was ongoing during hospitalization with the use of the hospital¿s pd cycler (unspecified). Eight days after being admitted to the hospital, the patient was discharged. At the time of this report, the patient was recovering from the peritonitis event and dianeal therapy was ongoing. No additional information is available.

Manufacturer narrative:
Complaint no: (B)(4). The device was not returned and the product code and lot number are unknown, therefore, a device analysis cannot be completed. Should additional relevant information become available, a follow-up will be submitted.